Event description:
On (B)(6) 2022, it was reported by a patient that he underwent an interalbrace procedure for a ligament repair in the ankle, in which the surgeon removed the entire ligament. An anchor was implanted in the patient and it loosened post operative. Patient has sought out recommendations from other surgeons, however, the surgeon who performed the original procedure wants to do a revision surgery and implant a bigger anchor and cement it in. Additional information received on 6/3/2022: per patient, he has undergone a revision surgery with a different surgeon than the one who performed original procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.